Event description:
A malfunction on the pump was reported by the caller. There was no information provided regarding an adverse impact on the customer's blood glucose level, as the caller declined to answer. The customer received assistance from technical support to reset the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to call back if the issue reoccurs.